Manufacturer narrative:
E1-address (full name of facility establishment is (B)(6) hospital (B)(6) japan). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the mouthpiece melts when autoclaved. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the mouthpiece was partially melted. It's likely that the above temperature of the chamber was particularly high at certain location in the chamber by some reason which led to the item partially melted. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.